Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high left ventricular (lv) pacing thresholds of 6.0 volts. The decision was made to change the pacing vector to lv tip to lv ring, which produced a pacing threshold of 2.1 volts. An alert was then triggered for high out of range pacing impedances of greater than 2000 ohms. Technical services reviewed the device data and confirmed the lv impedance was trending stable around the 1500 ohms range. The impedance taken during the patient's clinic visit was 1527 ohms. However, after the vector was changed, the lv pacing impedance was around 2574 ohms. Technical services discussed that the 1527 ohm impedance was likely in the original vector and the high out of range impedance of 2574 ohms occurred after the vector was changed. Troubleshooting options were discussed. Additional information was received that the physician plans to increase the impedance alert to 3000 ohms next time the patient is in the clinic for follow-up. The patient will then continue to be monitored. This crt-d remains in service and there were no adverse patient effects reported.

Event description:
Additional information was received that the patient experienced phrenic nerve stimulation (pns). It was noted the left ventricular (lv) pacing impedance was around 2843 ohms. The lv pacing vector was then changed, and the impedance was around 1430 ohms, but the patient experienced pns. The plan was to reprogram the device back to the vector with the higher impedance, since the patient did not experience any pns in that vector. Technical services confirmed the impedance range on the associated lv lead is up to 3000 ohms. At this time, this cardiac resynchronization therapy defibrillator (crt-d) remains in service and there were no adverse patient effects reported.